Event description:
Report received of a drop in patient blood pressure due to a device alarming and then shutting off. The patient was post open-heart 5-vessel coronary artery bypass surgery. The patient had "coded in the cardiac catheterization lab and required emergency open heart surgery". It was reported that the patient was received in the ICU after surgery with unspecified concentrations and rates of dopamine, levophed and epinephrine infusing via an omni-flow 4000 plus pump. Within two minutes of receiving the patient, the pump reportedly alarmed with an unknown alarm and shut off. According to the customer contact, the patient's blood pressure dropped to 40mmhg systolic and required an unspecified amount of IV push epinephrine to be administered. The patient's baseline blood pressure was not recalled by the customer contact. The dopamine and levophed infusions were run "wide-open" until the dopamine, levophed and epinephrine infusions were "re-primed" and continued with a replacement pump. The patient's blood pressure was reported to stabilize after the medications were re-initiated. No further medical interventions were required for the patient.